Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, the hemopro device would not deliver energy when device was in the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the tri-heater wire assembly and hot and cold jaw boots were undamaged and did not appear to have been energized during clinical use. Resistance measurements, functional pre-cautery and continuity tests were performed on the returned device, and there were no non-conformances discovered during the investigation. The device performed to product specifications. The reported observation was not confirmed. A lot history record review was completed for the product, there was no conformance associated with the lot number.